Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical transseptal needle. St. Jude medical sl0 8.5fr sheath. (B)(4). Are related to the same incident. There was no information regarding spi values. Thermocool sf smarttouch uni-directional catheter was not in close proximity to another catheter during the procedure. Thermocool sf smarttouch uni-directional catheter was not zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 did not indicate to re-zero the catheter. There were no errors reported on bwi equipment during the procedure.

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a lasso nav variable eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. After isolating the pulmonary veins and ablating the cti, the physician inserted the lasso catheter to confirm the pvi. A few minutes later, the patient went into atrial fibrillation. As the physician was assessing the patient via ultrasound, a tamponade was observed. Pericardiocentesis yielded 1000cc. Patient was reported to be in stable condition at the end of the procedure and the following day. Patient required extended hospitalization as a result of the adverse event for follow-up. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include the patient's anatomy. Physician did not provide a causality opinion. It was noted that the physician could not identify precisely when the injury occurred, during cti ablation or mapping with the lasso. Transseptal puncture was performed with a st. Jude medical transseptal needle. Sheath used was a st. Jude medical sl0 8.5 french. Generator parameters included: power control mode with cut-off at 35 watts (not titrated) and temperature cut-off at 48 degrees celsius. Last ablation was on the cti. Last ablation cycle time at the site of injury was 3 minutes. Irrigated catheter flow was 15 ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained between 250-300 seconds.